Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a leakage during clinical use from the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The photo provided by the customer shows leakage at the connection between the female luer of the maxzero component and the male luer of the fresenius connecting product.

Event description:
The reported feedback suggests that there was a leakage during clinical use from the reported information there are no indications of serious injury to the patient or user as a result of this incident.